Event description:
Report received that a pt wore a new pair of lenses for a month until the lenses became uncomfortable. The lenses were discarded and a new pair inserted. The pt conttnued to experience discomfort and went to an ophthalmologist. It is reported by the dispensing office that the ophthalmologist took the second pair of lenses for analysis and provided a diagnosis of acanthamoeba keratitis. The pt was treated, the condition resolved, and there was no vision loss.